Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'service gas system' and battery message. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) found that the ccm monitor date changed to 2048 which triggered the error messages. The fsr replaced the coin cell battery and modified the date on the ccm. Release testing was performed. The unit operated to the manufacturer's specifications.